Event description:
On review of submitted operative reports for this patient, the following adverse event was noted: during the transcatheter aortic valve replacement (tavr) procedure, the stiff guidewire perforated the apex of the heart (left ventricle). Initially there was no bleeding, and then the area started to bleed. The patient's chest was re-opened to explore where the bleeding was coming from. The bleeding was controlled with prolene sutures and the sternum was closed. The patient was transferred to the intensive care unit in stable condition. Medical records for this case indicate this patient underwent a tavr procedure for severe aortic stenosis. The pre-procedure echocardiogram showed severe aortic stenosis with reasonable well-preserved left ventricular function and minimal mitral regurgitation. The patient was deemed inoperable and did not have adequate femoral access for a percutaneous approach; hence an attempted subclavian and ultimately transaortic approach were used for the procedure. There was significant difficulty passing the sheath and delivery system through the graft and aorta and a resulting intimal disruption which ultimately required a sternotomy for repair. This event is reported under manufacturing report no. 2015691-2012-16869. Following the sternotomy, it was decided to attempt a transaortic approach for placement of the sapien valve using the same dacron graft. An anastomosis was performed with this graft into the ascending aorta. The 26mm sapien valve was delivered through the sheath and positioned proximally 50:50 across the valve. During positioning in the valve the wire appeared to have moved to an extra cardiac position, however the valve was advanced into an optimal delivery position. Using rapid ventricular pacing, the valve was deployed. Post deployment, echo demonstrated minimal paravalvular leak and mild aortic insufficiency. The delivery system and sheath were removed and the graft was then tunneled under the clavicle and anastomosed to the distal axillary artery. Heparin was reversed with protamine. The chest was closed but there was oozing from around the mediastinum required reopening of the chest. Exploration of the bleeding source noted oozing from the initial area of wire perforation. As noted above, the bleeding was controlled with prolene sutures and the sternum was closed.

Manufacturer narrative:
The device lot number is not available, thus a device history record review cannot be performed. Per the device's instructions for use (IFU), complications associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav) and the transcatheter aortic valve replacement (tavr) procedure include, but are not limited to cardiovascular injury including perforation or dissection of vessels, which may require intervention. The exact cause of the ventricular perforation is not known, however, as reported by the physician, one of the stiff wires most likely caused or contributed to the injury. There was no allegation of an edward's device malfunction that contributed or caused the left ventricle perforation. Per the device's instructions for use (IFU), the edwards sapien transcatheter heart valve (model 9000tfx) with the retroflex 3 delivery system and accessories (includes retroflex 3 introducer sheath set) is only indicated for transfemoral delivery in patients with severe aortic stenosis who have been determined by a cardiac surgeon to be inoperable for open aortic valve replacement and in whom existing co-morbidities would not preclude the expected benefit from correction of the aortic stenosis. The safety and effectiveness of the edwards sapien' transcatheter heart valve via subclavian and transaortic delivery have not been established, are not approved methods of delivery for the sapien valve in the united states, nor endorsed or recommended by edwards lifesciences. In this case, procedural factors contributed to the events. No further action is possible at this time. This is one of two manufacturer reports being submitted for this patient. The first report was submitted under manufacturing report no. 2015691-2012-16869.